Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported a blank screen on the avea ventilator. The customer confirmed that there was no patient involvement associated with the reported event.